Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge changed errors occurred during the loading sequence using multiple cartridges. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 202 mg/dl.